Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced an infusion set was leaking at site event. The blood glucose level was 240 mg/dl at the time of event. The infusion set was in use for 3 hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.